Manufacturer narrative:
H6 adverse event problem codes: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event .) H6 adverse event problem codes: code e2402 utilized; appropriate term ¿protrusion¿ is not available.

Event description:
It was reported that the patient was hospitalized due to multiple falls and seizures. The patient's generator was slipped to the side and protruding and the patient needed to undergo an MRI. No other relevant information has been received to date.